Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was post paced t-wave oversensing observed. Reprogramming was suggested. There were no reported adverse consequences for the patient.